Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, an alert triggered for impedance that has gone sporadically up, and several prior and subsequent impedance excursions greater than fifty percent of the baseline impedance level. Additional information received indicated the patient is being monitored via weekly data transmissions. A recent transmission received indicated the patient again had an atrial impedance that was high and exhibited a return to a lower impedance level. There were no other atrial lead issues noted. The patient will continue to be monitored, and has a planned follow up visit at a later time. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, an alert triggered for impedance that has gone sporadically up, and several prior and subsequent impedance excursions greater than fifty percent of the baseline impedance level. The ra lead remains in use. No patient complications have been reported as a result of this event.